Event description:
It was reported the patient presented for implant procedure. During surgery, fluoroscopy confirmed the leadless pacemaker (lp) dislodged to the coronary sinus. The lp was retrieved and the implant attempted abandoned. The patient was in stable condition.